Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) full lead in segments visual inspection: it was noted that the helix/lobe was distorted/bent.

Event description:
During the rv lead implantation it was difficult to maneuver the lead around in the vein and in the heart. X-ray revealed the tip of the helix looked stretched and damaged. The damaged lead had to be cut and the introducer was removed before the distal part could be removed. 19 aug 2008: the patient's status was reported as "ok". Edited 22-apr-2010 the device was not implanted. No patient complications have been reported as a result of this event.